Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer¿s current blood glucose level was 51 mg/dl. Customer reported earlier today their blood glucose was 159 mg/dl and sensor failed and then after the second warm up it was 51 mg/dl when customer calibrated it. Customer stated their blood glucose was 51 mg/dl when received the calibration not accepted. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was not active. No devices will be returned for analysis.